Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular exhibited failure to capture and high pacing impedance. The right ventricular lead was explanted and replaced. The patient was stable throughout the procedure.